Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on 16-sep-2015, a medtronic representative went to the site to test the equipment. The standalone board and solid state relay were replaced. The imaging system then passed the system checkout and was found to be fully functional. The standalone¿x relay kit was returned to the manufacturer for analysis and an electrical failure was found. The reported event was caused by the standalone board having no ac power; 10vac was missing on board at test points 24 and 25. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during pre-operative preparation for a spinal fusion procedure, the imaging system had no power to the generator or paxscan due to a problem with the standalone board. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.